Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. However, based on the results of the investigation, it is likely that corrosion on the plug unit led to the malfunction. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error, no image, corrosion on the cable unit, and foreign objects in the connecting tube. A root cause could not be identified. However, based on the results of the investigation, it is likely that corrosion on the plug unit led to the scope communication error; the no image was due to the scope communication error; and corrosion on the cable unit was caused by water leakage. However, no probable cause could be identified for the reported foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image distortion. The issue was found during unspecified procedure. There were no reports of patient harm.